Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0gvdv, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor, via the manufacturer representative, reported their symptoms returned. The lead was replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.